Manufacturer narrative:
Device is not available for evaluation. If additional information is received it will be reported on a supplemental report.

Event description:
It was reported that the device did not fit.

Manufacturer narrative:
Correction: b1, b2. Update: h6. The reported event is considered as confirmed. The reported issue was confirmed through post-operative scans, which showed that the patient's maxilla was not positioned as planned during surgery. The patient received facial ID plates and tmj implants, but the surgeon had to modify the ramus to properly fit the joints. The sales rep confirmed all splints were used and there were no issues with the guides or plates. An investigation by the engineering and design teams revealed that the final plates matched the original design and manufacturing specifications. 3d systems also found no deviations in the planning or manufacturing files. However, the misplacement of the maxilla during surgery was likely due to insufficient removal of patient anatomy during the resection, which affected the maxilla's vertical movement and the fitting of the tmj implants. Based on the investigation, there is no indication for an incorrectly working product or any design, material, or manufacturing-related issue. Therefore, no corrective and/or preventive actions are deemed necessary at this time. The complaint is added to the complaint trend.

Event description:
It was reported that the device did not fit.